Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06mar2019. Customer asked how to monitor oxygen concentration. Philips the engineer advised customers to install oxygen concentration sensors. However, since the device was out of warranty, the customer resolved it by themselves. Customer declined support/service.

Event description:
Customer inquired about monitoring oxygen concentration. No patient/user harm reported. Event date not specified; estimate used.